Manufacturer narrative:
The reported complaint was confirmed by the field svc rep (fsr). The fsr found that water was flowing through the large tank during warming. The fsr cleaned a normally "closed" valve and it resolved the reported issue. The unit operated to manufacturer specifications and was returned to clinical use. No parts will be returned. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit would not rewarm. This is a back-up unit and has not been used since last pm. Since the event occurred during preventative maintenance, there was no pt involvement.